Event description:
It was reported via the sales representative that the intra oral blade broke. It was also reported that this event did not occur during a surgical procedure, and there was no pt involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation, however photographs were provided. It was visually confirmed that the blade broke at the join between the blade and the shank. Lot number info has not been provided to permit further investigation. The root cause is undetermined.